Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery and the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer cleared the alarms and resumed insulin therapy.